Event description:
During a myosure procedure for uterine tissue removal a fluid deficit of "approximately 3,000cc" was noted. From the start of the procedure to the discovery of the deficit 45 minutes had elapsed. Normal saline was the media used for uterine distension. Fluid management was attempted with a "pressure bag" and neptune two for vacuum. The myosure procedure was aborted and a post hysteroscopy was done. No uterine perforation was seen. The pt was admitted to the intensive care unit (ICU) in pulmonary edema. Treatment included lasix (furosemide), dose unknown. On (B)(6) 2012, it was reported that the pt was discharged home after "spending the weekend at the hospital" (exact date unknown).

Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) reviews were not able to be conducted for the myosure system as product identification numbers were not provided by the complaint. According to the instructions for use (IFU) warnings: hysteroscopic fluid (i.e., (B)(4)) intake and outflow should be monitored. Any system delivering high pressure inflow to a pt increases the risk for fluid overload. To reduce the risk of hypervolemia the procedure must be terminated if the fluid deficit exceeds 800cc. (B)(4).